Manufacturer narrative:
The problem was due to a defective routing board. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "shutter failure error when laser activated. The problem would not clear upon reset and or restart.